Event description:
The reporter contacted lfs (B)(6) on (B)(6) 2013, alleging that his mother had obtained inaccurate erratic readings on her meter. The patient had obtained a 211 mg/dl, 257 mg/dl and 63 mg/dl the time difference between the readings was within 20 minutes from one another. Approximately an hour later, the patient developed symptoms of feeling shaky and tired and self-treated with food. The patient did not seek any further medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip is correct. The products were replaced. The complaint is being reported since the reporter alleged that due to the inaccurate erratic readings on the patient's meter, she later developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Follow-up # 1 (02/27/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter was evaluated and the primary complaint could not be reproduced. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products were replaced and requested back for investigation.